Manufacturer narrative:
(B)(4). G2: foreign : united kingdom. H6 :proposed component code: mechanical (g04) - im nail. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a study database that a patient had a fall 3 months after the initial surgery which resulted in nail bending. It was noted that the nail was locked in distraction which might have resulted to delayed healing causing fatigue failure with fall. Subsequently, the patient was revised approximately four years after initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.